Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. The results of the investigation concluded that the radiopaque tip and distal corewire had been fractured and were not returned, consistent with the reported event. There was evidence of the tip coil proximal weld joint. There were multiple bends and kinks throughout the guidewire. The pressurewire instructions for use (IFU) ppl2119173 ver. A, warns the user to never push, withdraw, or torque the guidewire if it meets resistance, and that torquing or excessive manipulation of the guidewire against resistance may damage and/or fracture the guidewire. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Further analysis revealed the fracture was caused by tensile shear. The cause of the guidewire damage is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the tip of the device fractured. After the device passed a stent placed in the ostium of the right coronary artery lesion, the tip slipped into the branch. When the device was pulled back, a loss of pulling tension was felt. The cine image showed the tip of the device was fractured. The fractured tip was removed by a snare catheter. It was confirmed by x-ray images that no fragments remained inside the patient's anatomy. The procedure was completed without using a replacement with no patient consequences.